Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported the monopolar curved scissors (mcs) did not rotate completely, when moving the controls it was difficult to rotate, breaking the steel cable. The procedure was completed with no reported injury.